Event description:
Pt underwent total hip arthroplasty in 1998. Pt developed osteolysis and revision surgery was performed in 2002. Femoral components found to be loose with point loading of ceramic head on acetabular liner.